Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant and explant dates are unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6).

Manufacturer narrative:
Upon receipt of additional information, it was determined to not be reportable as the device is not cleared for distribution in the united states.